Manufacturer narrative:
(B)(4). Date sent 1/16/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, the patient's bled after surgery. The first patient bled after twelve hours. The returned for the staple lines to be reinforced.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2025. Additional information was requested, and the following was obtained: what was the grade of hemorrhoids? Unknown were the hemorrhoids circumferential or in specific quadrants? Please describe. Not able to describe. Unknown what is the surgeon¿s experience with the pph procedure? 20 years what is the surgeon¿s experience with the pph device? 20 years where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Yes was a complete washer transection confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No what is the current patient status? Both patients recovered well, they were returned and the staple lines over sewn. What was the total estimated blood loss (ml)? Patient 1 unknown, patient 2 unknown. Was a transfusion required? No transfusion required for either patient. How was the bleeding addressed? The patients were returned and the anastomosis was oversewn. What was the pre and postoperative anti-coagulant and pain management protocol? Patient 1 unknown, and patient 2 unknown was the bleeding intraluminal or extraluminal? Patient 1 extraluminal, patient 2 extraluminal.